Manufacturer narrative:
Upon completion of the investigation it was noted that the visual examination of the valve revealed that the stator was dislodged. Therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: it was noted that the valve casing was cracked and had a scratch mark from the cam mechanism this is due to the valve receiving some form of impact. The lot history record was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the (B)(4) 2006. The root cause of the dislodgement is due to the valve receiving some form of impact. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
After MRI scanning, the cam was found dislodged through x-ray. Since the abdominal catheter has already been planned to be extended, the valve will be replaced in addition to extension of the catheter at the revision on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.